Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+1.5/093 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and the patient experienced glare/halos. The lens remains implanted.